Event description:
It was reported that bd vp series infusion set was damaged. The following information was received by the initial reporter with the verbatim: when connecting the set to the bag they detected two holes on the tube and the tube between those holes are flat.

Manufacturer narrative:
H.6. Investigation summary: no sample was received for investigation of (B)(4), in which the customer has stated: "when connecting the set to the bag they detected two holes on the tube and the tube between those holes are flat." This feedback relates to a 70593 sample from lot 1025621. Following further correspondence with the customer, it was later clarified that: "the two holes were located below the drip chamber, diagonally in relation to each other as if a seam had gone over the hose." The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 1025621 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The description of the damage provided by the customer is consistent with that seen when the tubing is caught in the heat seal of the packaging machine. Coiling of the tubing is a manually performed assembly step and previous investigations have determined that if the set is not coiled in the packaging nest correctly due to human error, the seal around the edge of the packaging can be compromised by the tubing. The tubing would then be caught in the packaging heat seal, causing damage to the tubing. The quality team at the manufacturing site has been informed of this report in order to be aware of this failure mode during future production. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports received against products from this manufacturing site in the past 12 months. H3 other text : see h10.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vp series infusion set was damaged. The following information was received by the initial reporter with the verbatim: when connecting the set to the bag they detected two holes on the tube and the tube between those holes are flat.